Event description:
A thirty two day old baby underwent an inguinal hernia repair and during the procedure the right testicle was destroyed. The generator was originally set at 15 watts in coag and turned up to 20 watts and the power was still insufficient. The generator was turned up to 30 watts. "The small vessels were tied off" and ligation of the right testicle resulted in "blackened veins".